Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple times compromised force sensor during prime. The drive support cap is protruded. Blood glucose value was 150 mg/dl. Customer was instructed to revert to manual injections. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at display window corner, reservoir tube lip, cracked belt clip slot and minor scratched display window.